Event description:
It was reported that (3) 511h devices were used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the case was approx five hrs. After the trocars were placed, (4) 511h trocars, they proceeded with the case. About one hr into the case the seal on the new trocar split. This occurred again in two more of the 511h trocars. It is unk how the case was completed. There was no consequence to the pt.